Manufacturer narrative:
The device was received for evaluation. There were no damage or deficiencies observed that would contribute to the reported dislodged cannula. The adhesive pad and welds were inspected and no abnormalities were found. There were no issues found with the cannula assembly that would result in leaking during wear. The fluid path was inspected, and no signs of leakage were observed. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue and dislodged cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 25 mmol/l (450 mg/dl) while wearing the pod between 5 and 24 hours. The pod was reportedly not sticking well to the infusion site (abdomen), causing the cannula to dislodge. Additionally, it was reported that the pod was leaking insulin. As treatment a new pod was applied.